Event description:
Pt had a left knee arthrosocpy with an acc reconstruction. After procedure completed dr felt pt had developed compartment syndrome requiring a fasciotomy. Stryker arthroscopy pump was used during case. Surgeon felt pressure reading not to be correct. Arthroscopy pump sent to stryker for evaluation. Sales rep notified.